Event description:
The caller was feeling dizzy and faint. He drank coke to medicate his symptoms. He then lost consciousness and was brought to the emergency room. The caller did not give info on the treatment he received in the emergency room. He stated getting a high reading from hsi adc device prior to the event, but dismissed the result because he did not code his device correctly. The caller was treated by an endocrinologist. He was prescribed to increase his medication based on his high meter readings. The caller did not specify if the meter used was an adc device.